Event description:
Pt is a 38-yr-old female who had a right subclavian infusion port placed on 12/5/94 for chemotherapy for carcinoma of the left breast. Upon removal of the infusion port, it was determined the catheter was less than 10 cm in length and had a fractured end. The catheter tip was located in the right atrium. The infusion port and fractured catheter were all removed without difficulty. No post-op problems were noted.